Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronics. The unresponsive button, watchdog timeout alarm, or battery out limit alarm were not verified due to blank display. The device had minor scratches on the display window, cracked case at display window corners, and cracked reservoir tube lip. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call, he was on a family vacation and went into the pool with the insulin pump. Attempted to dry the device in the sun and it alarmed watchdog timeout and couldn't see the display due to the fog. Took the device to the room and blow dried, removed and reinserted the battery two or three times. The device alarmed battery out limit and he was unable to clear it due the buttons being unresponsive. Troubleshooting was performed for the keypad anomaly. Customer stated the significant event which may have caused the keypad issue was the moisture exposure to pool water. He was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for further analysis.